Event description:
It was reported that the pt complains of hip pain that started a few months ago. Pt is scheduled for an MRI tomorrow and will be following up with his surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.